Event description:
It was reported that a spectrum pump experienced system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 will occur when the pump experiences a motor failure. System error 105 was confirmed and caused by a partially dislodged connection from input/output printed circuit board. The failed input/output circuit board was replaced.